Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined right ventricular defibrillation coil impedance was observed through the cardiac resynchronization therapy defibrillator (crt-d) due to a loose setscrew. It was also reported that the left ventricular (lv) lead exhibited undefined pacing impedance. The lv lead was reprogrammed. The crt-d setscrew was secured and both impedance measurements reportedly normalized. The device and lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that left ventricular (lv) lead impedance, now described as elevated, had normalized with reprogramming of lead polarity, not with securing of the device setscrew.